Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The pump was not returned for investigation. Data logs were reviewed, and the placement signal not reliable (psnr) alarm was confirmed. At this time, signal-to-noise ratio (snr) drops to zero. The pump remained in use during psnr. Optical signal parameters and placement signal returned after 20 hours of case run. Upon reviewing data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that placement signal not reliable alarm occurred with their impella cp. Echocardiography confirmed proper positioning. The decision was made to withdraw care, and the patient expired.